Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) exihibited intermittant inhibition of ventricular pacing due to oversensed noisey signals. The patient with this device reported feeling dizzy surrounding the recorded episodes.